Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was discovered during bilateral explantation surgery on (B)(6) 2018. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 700cc gel breast prostheses. Based on the information received from the initial reporter, there is a discrepancy between the implantation date and the device manufacture date. The reported implantation date is before the reported device manufacture date. Mentor will report the dates as received to the FDA. Additional information has been requested but has not yet been received. Should more information become available, this case will be re-assessed.

Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab¿s visual examination indicated the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of rupture was not confirmed since no anomalies were found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).